Manufacturer narrative:
Manufacturer¿s investigation conclusion: it was reported that the patient underwent a pump exchange. No device related issues were reported. Per additional information, the patient has since been transplanted 500+ days after pump exchange, back in 2013. No information was shared. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a pump exchange.